Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. Evaluation of the returned device found the drill bit most likely failed due to bending/torsional over load. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03462 / 04124).

Event description:
It was reported that patient underwent a hand fracture procedure on (B)(6) 2015. During the procedure, the drill bit bent. Another drill bit was attempted but cold welded to the guide. It was noted the depth gauge could not get a reading as it was sticking when hooked into the cortex. A smaller drill bit and another depth gauge was utilized to complete the procedure. Additional holes had to be drilled in the patient.